Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-05665 addresses the first cre balloon, while manufacturer report # 3005099803-2012-05666 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2012, that two cre balloon dilatation catheters were used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complaint, during the procedure, the first cre balloon would not fully deflate (3005099803-2012-05665). The physician had to remove the balloon with the endoscope and then cut the catheter to remove the device from the scope. The physician rescoped, inserted a second cre balloon (3005099803-2012-05666), and inflated the balloon. When trying to deflate the balloon, the balloon could not deflate like before. So the balloon was removed from the endoscope and the catheter cut. The procedure was then aborted at this time due to anesthesia issues. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however, this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.